Event description:
The manufacturer received information that a trilogy evo ventilator had a ventilator inoperative alarm occur. There was no harm or injury reported. Device evaluation at the manufacturer's service center indicated the ventilator inoperative alarm was reproduced during an operational check. The ventilator inoperative condition was identified as the machine flow sensor drift above the specification (>0.2lpm). Upon performing the repair work as part of the corrective action, the ventilator inoperative error did not occur. However, the machine flow sensor was replaced as a preventative measure to avoid recurrence. Additional findings not related to the malfunction/issue: it was confirmed that ventilator alarm sounded during an operational check indicating the oxygen pressure railed low. The alarm indicates which direction the sensor failed. Therapy and oxygen delivery will continue to be delivered and will not affect oxygen delivery. The service evaluation indicated the oxygen blending module was replaced to address this issue. The blower assembly was replaced due to noise observed. The device passed final testing after repair and was confirmed to operate properly.